Event description:
It was reported that there was a problem related to the catheter. The catheter was shredded in one section. The physician was going to do a revision to resolve the issue. There was a pool of blood near the location of the shredded section of catheter. It was also noted that the pt had not been getting drug. The drug contained in the pump was not reported. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results: refers to the catheter.